Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of downstream sensor requires calibration which was reproduced while running a loaded set as a false downstream occlusion occurred. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by a downstream sensor current reading being out of specification with no shim under the pusher. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's downstream sensor required calibration. There was no patient involvement. No additional information is available.